Event description:
A pt reported experiencing inaccurate low results on the surestep enhanced meter. The pt's blood glucose results were 21, 38, 77 (unknown unit of measurement). The lab reading was 171mg/dl. The time difference between the meter reading and also the time difference between the meter and lab is unknown. The difference between the meter and lab is unknown. The difference would be greater than 20%. Pt did not experience any adverse events. No further info has been reported.